Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial # (B)(6); product type accessory; product ID a820, serial # unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentrations/doses via an implantable pump for non-malignant pain. It was reported that the patient stated 'my doctor told me to call because their doctor told them the connection between the equipment and the pump shouldn't be the way it was'. Patient stated 'it's taking a long time to get connected. I will hold the device over the device and it will go halfway through and say there's no response, even though I haven't moved it. It will eventually go through, but I have to find another spot for it to start going again. And it stops at 91%. It's been like this since I got it. My doctor is having trouble getting it to connect with their stuff in the doctor's office.' Patient confirmed their equipment was charged and unplugged when using it. Patient services assisted patient in connecting well to pump and reviewed 'close all,' resetting communicator, toggling off wifi, and toggling off/back on location and bluetooth. Patient stated their doctor 'has dealt with others,' referring to doctor having other patients with difficulties connecting. Patient agreed to monitor and call back for assistance as needed.